Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons did not work on the insulin pump. It was also found the insulin pump would cycle through the bolus amount. Customer's blood glucose was between 160 mg/dl and 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.